Manufacturer narrative:
Additional information received that the patient had a revision surgery on (B)(6) 2019. The ipp device was replaced. A patient outcome was not reported. Additional information received that the device was replaced due to fluid loss and a break from the tubing. The cylinder wall disintegrated and the leak in the tubing was seen previously.

Event description:
It was reported that the patient is requesting a revision surgery of an inflatable penile prosthesis(ipp) device due to unspecified reasons. It is planned for all components to be replaced on (B)(6) 2019. A patient status was not reported.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. One cylinder performed within specifications. One cylinder had a hole in the outer tube that was the result of input tube wear, input tube sleeve was removed. The was a leak in one pump cylinder tube krt at the pump strain relief junction that was due to fatigue. The pump was not functionally tested due to the leak. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided.the ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient is requesting a revision surgery of an inflatable penile prosthesis(ipp) device due to unspecified reasons. It is planned for all components to be replaced on (B)(6) 2019. A patient status was not reported.

Event description:
It was reported that the patient is requesting a revision surgery of an inflatable penile prosthesis(ipp) device due to unspecified reasons. It is planned for all components to be replaced on (B)(6) 2019. A patient status was not reported.

Manufacturer narrative:
Additional information received that the patient had a revision surgery on (B)(6) 2019. The ipp device was replaced. A patient outcome was not reported.

Event description:
It was reported that the patient is requesting a revision surgery of an inflatable penile prosthesis(ipp) device due to unspecified reasons. It is planned for all components to be replaced on (B)(6) 2019. A patient status was not reported.